Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red under the left side electrode where a blister has since healed. There was no alleged device malfunction contributing to the irritation. The home health nurse treated the irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.